Event description:
During an unrelated maintenance, a maquet field service technician detected some paint chips coming off from the metal collar between the cupola and the spring arm in the operating room # 4. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and replaced the metal collar with a new one. Per the device IFU, it is the responsibility of users to verify on a daily basis, the absence of paint chips, impact marks and any other damage. This investigation is on-going and the results will be included in a follow-up report.

Manufacturer narrative:
The supplier evaluated the metal collar and found that the patient conformed to specification. Maquet determined that this event was most likely due to multiple collisions against other equipment during use.

Event description:
(B)(4).